Manufacturer narrative:
Additional information was added to h6 and h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5. The following additional clarifying information was provided for the reported leakage event. An internal blood leak was observed during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. The blood loss in a single internal leakage event would be limited to the volume contained in the extracorporeal circuit if not returned to the patient, which corresponds to 5%-10% of the patient¿s blood volume. This minor blood loss is not expected to result in any significant patient harm in a vast number of patients and does not have the likelihood to cause or contribute to death or serious injury. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an unspecified location of a polyflux 14l during priming. There was no patient involvement. No additional information is available.